Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified wash manifold function. Replaced the acid, base, and wash 1 reagents. Rinsed reservoirs and associated lines. The customer performed a bnp assay calibration and qc was within acceptable limits. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.

Event description:
False low advia centaur bnp results were obtained by the customer and considered discordant when compared to the repeat test results run on another advia centaur system. The customer's qc was out of range and they had performed a look back of patient samples run earlier in the evening. The customer stated that corrective reports would be provided. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp assay results.